Event description:
The home care provider (hcp) reported the following information: (1) a patient, just released from the hospital with a terminal diagnosis, stated the helios 300 portable unit was running continuous and not pulsing. (2) the patient returned the unit to the hcp and then collapsed at their facility. (3) the hcp called the emt's who put an oximeter on the patient and the oxygen level was in the 90's. (4) the patient's spouse took the patient to the emergency room where they later released the patient to hospice care.